Event description:
Information received indicates the bed is operating intermittently from each siderail.

Manufacturer narrative:
The technician replaced the left and right siderail ucm cables to repair the bed.